Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently indicated that the guided programming was not an option on model 106 generators.

Event description:
Guided programming is an option for a model 106 device. It was determined that the guided programming feature of the m3000 software would naturally prompt a m106 generator programmed to the patient's intended settings to be programmed to the settings that the physician reported as unintended. The physician would have to decline the settings change to manually program to desired settings. In this case, the physician accepted the prompt which lead to the settings change. No device failure is expected.

Manufacturer narrative:
Suspect device software version: version 1.0.2.4.

Event description:
It was reported that the patient's generator settings were changed to unintended settings by the programming system software. A review of the programming history found that the reported unintentional settings were programmed as part of a "standard protocol." This is consistent with information from the nurse practitioner, who indicated that during the initial interrogation the system showed guided programming, which is not a feature available on the model 106 generator the patient's implanted with. It was reported that the patient's settings were programmed as intended before leaving the dosing appointment. No other programming events were marked as standard protocol. No further relevant information has been received to date.